Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a starclose se device after an interventional procedure for peripheral artery occlusive disease (paod) using a 6f sheath. Reportedly, there was resistance advancing the thumb advancer and the number "3" did not appear in the window. A needle was inserted into each access port to retract the thumb advancer/safety slide release and the device was removed. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was returned for analysis. The reported mechanical jam was unable to be confirmed. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue.the investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.